Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the tubing during fill tubing. Customer reloaded the same cartridge and saw insulin exit the tubing. Reportedly, the next day, an occlusion alarm occurred. Customer's blood glucose ranged from 188-388 mg/dl. The supplies were changed to address the event.